Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump had blank display and was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer states she was taking a shower and that afterwards it would work and then stop working and then after 1 month the pump is exactly dead. The customer says that she tried to put in a new battery and that it is exactly dead. The customer also states sugars have been high and that every times he tries to put insulin in pump it shots insulin very high. Troubleshooting was performed for blank display and was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm and no blank display anomaly during testing noted. Unable to perform all functional testing including the displacement, operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to buttons not responding. Pump received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, missing end cap sticker, stained address/serial number label, cracked belt clip slot, cracked case reservoir tube window corner, loose drive support disk and missing drive support sticker.